Manufacturer narrative:
Section a4, a5, a6: unknown/ not provided. Asku. Section h3- no: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, no additional information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that due to intraocular lens (iol) malfunctioning, the iol was explanted from the patient's left eye. As a clarification customer stated that by iol malfunctioned, they meant that patient had visual issues. They said that they stated iol malfunctioned because patient did not like the iol due to the "blurry" vision result post implant. This was diagnosed 1st time in post-op, on (B)(6) 2024. Replacement iol was a non johnson and johnson lens. There was no medical intervention, no incision enlargement, no vitrectomy, or sutures performed. Patient is fine post-op, no patient injury. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: may 28, 2024. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection of the complaint lens reveal that it was received cut in half. The lens was removed from gauze and cleaned, presenting with no issues that would have contributed to the complaint event. The complaint issue "explant" and "blurry vision" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.